Event description:
It was reported when using the pyxis medstation es system, the users were logged out following the administration of a medication and encountered an error message stating, "there is a problem with your user." The customer reported that because of this malfunction, there was a delay in the dispensing of medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the problem was with 7eb. The field service engineer observed that medications were being dispensed. The engineer confirmed that the customer support centre had addressed the software issue, resulting in the successful repair of the station. The system functioned as intended after the technical support specialist troubleshooted the device.